Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was unable to remove all the bubbles during the cartridge change process for the past year. The user's blood glucose (bg) level at the time of report was 350 mg/dl. The user filled tubing to remove air bubbles and delivered a bolus to address bg level.